Event description:
18 hours post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion in the non-tortuous, 80% stenosed mid rca was not predilated. The taxus express2 2.5 x 8mm drug eluting stent was successfully implanted. No reopro or integrilin was given to the pt. Plavix was given despite an allergy that causes a rash. Physician explained he would treat the rash as needed. The pt remained in the hosp and the following morning they began to experience chest pain and was brought back to the ccl. Angiography showed a thrombosis in the stent implanted in the rca. The thrombosis was treated with a 2.5x15 mm nc ranger balloon. The physician also placed two stents in the rca, a 3.0x24 express stent and a 3.0x28 vision stent, with good results. No further complications were reported.